Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while attempting to perform a 2d image acquisition, the imaging system displayed a frame rate error message. The reported issue occurred during a spinal fusion. Restarting the imaging system did not resolve the reported issue. The site was able to bypass the interface (umbilical) cable for the imaging system and complete the procedure with the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.